Manufacturer narrative:
(B)(4): evaluation, results: (endoleak). Results and conclusion: lack of information (unknown cause of type iii endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm, approximately five and one half years ago. Aneurysm and vessel morphology were unremarkable. It was reported that during a routine follow-up, there was a type 3 endoleak detected at the flow divider of the stent graft. An internal review of returned films showed a likely type iii endoleak of an unknown subtype; the limbs were crossed with little aortic body angulation and the cause of the endoleak could not be determined. The patient had two other manufacturer's stents placed, one on each side bilaterally, three weeks ago, which resolved the endoleak. No clinical sequelae were reported and the patient is fine.